Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to a pinhole on the universal cord the water tightness was lost, the adhesive on the bending section cover had a chip, due to wear of the forceps elevator the bending section could not be fixed firmly, and the adhesive around the objective lens had discoloration and was peeled. Additionally, the following had scratches: the bending section cover, control unit, grip, angulation lever, right/left lever, light guide connector, light guide cover glass, video connector case, video connector, and switch 1. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the deflectable videoscope's cord had coating damage on the tape part and was separated. The device was returned for evaluation. During the device evaluation, the following was found: the objective lens adhesive was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event was observed. The probable cause was determined as due to stress from use, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The instructions, operation manual identifies the following related verbiage under ¿preparation and inspection: inspection of the endoscope¿, chapter 3, section 3.3 which describes how to inspect for the subject event as below which could help detect the phenomenon: ¦inspection of the endoscope 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.